Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/08/2021 additional information was requested and the following was obtained: 1. The patient demographic info: age, weight, bmi at the time of index procedure 2. Date and name of initial surgical procedure 3. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? 4. What are the patient comorbidities/concomitant medications? 5. Product code and lot # 6. The initial approach for the index surgical procedure? 7. Any concurrent procedure/device implantation? 8. Were there any intra-operative complications? 9. When was the mesh exposure first noted by a physician? 10. Mesh exposure symptoms and diagnostic confirmation? 11. Was medical intervention was given for the pain management? Results? 12. Describe any medical/surgical intervention for exposure and pain including dates and surgical findings. 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. What is the patient's current status? Email reponse - as per communication from(B)(6) in 2019, they will not be sending any additional information to that they have already submitted to the mhra due to patient confidentiality reasons, therefore, you can close this case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and lot #. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Was medical intervention was given for the pain management? Results? Describe any medical/surgical intervention for exposure and pain including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced vaginal mesh erosion and there was erosion of mesh into vagina causing pain as well as pain on intercourse. It was further reported that the patient had a local excision of the mesh under general anesthesia. Additional information was requested.